Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) in this complaint. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
The home patient (hp) called to get assistance in ending therapy early, during the "press go to start" phase of therapy, in order to go to a doctor appointment. The hp said that she manually drained before attempting to end therapy. The technical service representative assisted to retrieve the cassette from the homechoice device. The hp stated this was her third time with peritonitis. Per the nurse, the patient had two separate cases of peritonitis (not three). One diagnosed on (B)(6) 2010 and one diagnosed (B)(6) 2010. The cause of the peritonitis is believed to be touch contamination at the end of her transfer set. The cause is believed to be touch contamination because the bacteria identified in both cases is staph epidermidis. The patient was retrained on aseptic technique and has recovered without hospitalization in both cases. In (B)(6), the patient was treated with ansef (1gram) to dwell for 8 hours and then vancomycin (1 gram) for twice a week for 3 weeks. The september episode was treated with vancomycin (1 gram) twice a week for 3 weeks (both cases intraperitoneal). This report addresses the peritonitis diagnosed in (B)(6).